Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system tower drawer was failed. A field service engineer responded to failure of drawer 2.2 not remaining closed. Errors were confirmed on screen. Pharmacy technician performed storage space recovery and resolved the issue. Functionality was verified through hardware test application. No further problems were identified. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer had failed. The customer reported that the issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.